Event description:
Unit is getting 1 red and 3 green lights and shutting down. It has been returned for repair 2 previous times for exactly the same problem in the last 5 months. This will be the 3rd repair. (B)(4).